Event description:
Caller states that during a proficiency test, the coaguchek s system produced a result of 6.8 inr when the acceptable range was 2.5 inr-3.9 inr. Requested return of suspect system and replacement was sent.